Manufacturer narrative:
The product analysis indicates that one un-sealed sample was received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. Equipment used for the analysis include a microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings) and calipers. When compared to the assembly drawing, the middle tube spiral wrap broke, which would have resulted in the reported event. The portion of the distal tip that became detached measured 0.46¿. The inner assembly spins and the middle assembly indexes freely by hand indicating that there was no interference between the assemblies. When viewed under magnification, there was deformation of the front hub locking area, which is consistent with indents from the handpiece locking mechanism after excess pressure is applied to the blade during use. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Excess is defined as, exceeded sufficient pressure required for operation.

Event description:
It was reported that the tip of the device broke off. During a case, the doctor noticed the blade was no longer cutting. When he pulled the blade out and examined it, he noticed the spring broke inside, which made the tip fall off. Follow-up information provided by the customer indicates that nothing was left in the patient and there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.